Manufacturer narrative:
Product has been received by zimmer biomet. Relayed by the pce: dimension(s) pertaining to complaint were inspected as parts going through zimmerbiomet manufacturing processes. Review of complaint parts visually/manually checks showed parts fit and function as intended. IFU and surgical technique also give good guideline to ring orientation and function. Liner not seating was more likely due to the damaged to the locking ring. However, root cause for bent ring can not be determined. The damage ring possible from force during assemble liner into the shell. Review of device history records found these units were released to distribution with no deviations or anomalies. This device is used for treatment. Review of the complaint history identified an additional complaint ((B)(4)) that was investigated, and it was determined that no further action is required due to the time frame over which the products were manufactured. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty , the surgeon had difficulty in assembling the bipolar cup and liner on the back table.the rep was also unable to assemble it, he noted that the surgeon uses this product regularly and the tech did not use much force to assemble the product. The rep also believes that the ring is bent.